Manufacturer narrative:
The insulin pump was received with no button response due to every button dome switch being flattened. A component on the lcd board was inspected and no anomaly was noted. Unable to verify pump for excessive no delivery test, download with carelink and unable to perform functional check including rewind and basic occlusion, occlusion, prime/compromised force sensor system, excessive no delivery, displacement, self test, unexpected restart error test and all operating current measurements due to no button response. Pump received with minor scratched display window and cracked reservoir tube lip. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery. The patient's blood glucose at the time of incident is unknown. During troubleshooting the customer was able to prime without incident. The customer also mentioned that the device would not upload data to carelink. A self test was performed and the insulin pump passed. The insulin pump was returned for analysis.